Event description:
It was reported that on removal of an implanted stent, it fragmented with little pieces needing to be removed separately from the rest of the device. There was no patient injury or other adverse health consequence.